Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. A separation was noted on the shorter exhaust tubing of the pump at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicate that sufficient stress was exerted on the shorter exhaust tube near the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints against this lot identified with the same as reported failure mode. There is no indication the failure mode is associated with a production defect at this time. The overall failure mode rate is being monitored during monthly trending. At this time, the overall failure mode rate is below the anticipated risk documentation limit.

Event description:
According to the available information, the device was explanted and replaced due to a tubing leak.

Event description:
According to the available information, the device was explanted and replaced due to a tubing leak.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints against this lot identified with the same as reported failure mode. There is no indication the failure mode is associated with a production defect at this time. The overall failure mode rate is being monitored during monthly trending. At this time, the overall failure mode rate is below the anticipated risk documentation limit.